Manufacturer narrative:
A thorough investigation was performed to identify the root cause of this issue, including an evaluation and analysis of the logs from the ultrasound system. The software engineering team was unable to reproduce the issue during testing which made identifying the root cause not possible. The system is still in service with no additional similar issues reported.

Event description:
A customer reported encountering an incident where their affiniti 70 ultrasound system switched twin labels during a study. According to the case details, when switching from twin a to b for analysis, the system would still label twin b as twin a. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion. System logs and workflow are being evaluated for this investigation.

Event description:
A customer reported encountering an incident where their affiniti 70 ultrasound system switched twin labels during a study. According to the case details, when switching from twin a to b for analysis, the system would still label twin b as twin a. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.